Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8780 , serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-jul-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving lioresal 2000 mcg/ml at 98.9 mcg/day via an implantable pump. It was reported the patient had been having intense pins and needles sensation from the waist to the groin. It was reported the patient had had 7 or so similar experiences since the pump had been implanted in 2019, which each episode varied in length, some lasting only several hours to several days. The patient believed it was due to the catheter and it's placement in the intrathecal space. The patient expressed their desire to have the system explanted, and the physician is in the process of titrating the patients dose down in preparation for this, although no formal plans had been made. No diagnostic procedures had taken place, and no interventions had been taken at the time of this report. It was reported the patient had been struck by lightning 5 years ago as a possible environmental, external, or patient factor that may have led to the event. Patient weight and medical history were asked but remain unknown. At the time of this report the issue had been resolved and the patients status was alive - no injury

Event description:
Additional information received from the company representative (rep)was the cause of the pins and needles sensation determined? If so, please clarify what it was.¿the cause of the pins and needles sensation wasn¿t determined did the pins and needles sensation resolve? If not, what other actions were taken, or are planned, to resolve it? ¿the pins and needles sensation resolved on its own with each episode. ¿was the pump or catheter found to have a malfunction? If so, please explain. ¿there is no belief that the pump contributed to the sensation as its functioning normally¿. Is a system explant scheduled or planned? If so, when? ¿as of today, there is no explant scheduled at this time. The information has been provided to the account.¿

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.